Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005; 419488 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited low impedances on the rv coil. It was noted that the alert triggered while the patient was undergoing back surgery. The lead remains in use. No patient complications have been reported as a result of this event.